Manufacturer narrative:
This report is being supplemented to correct the subject device.

Event description:
The user facility reported the image was blurred on the subject device. The reported issue was suspected to be due to loose contact at the camera head. There was no patient impact or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was discontinued and the device is no longer being serviced; therefore, the customer will not be returning the device to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction for model a9703, camera head. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.